Event description:
It was reported that the nurse "overrode the rate on pump vs what is in epic." The customer would like a log analysis for (B)(6) 2021 from 2000 to 2330 to verify the keystokes. There was no patient harm.

Manufacturer narrative:
The device is no longer considered a source.

Manufacturer narrative:
The event logs have been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, patient demographics not provided.

Event description:
It was reported that the nurse "overrode the rate on pump vs what is in epic." The customer would like a log analysis for 1/30/2021 from 2000 to 2330 to verify the keystokes. There was no patient harm.